Event description:
It was reported that there was noise on the pace/sense portion of the right ventricular (rv) lead. The pace/sense portion of the rv lead was capped, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d154atg implantable cardioverter defibrillator (ICD) (B)(6) 2006; 4568 implantable pacing lead (B)(6) 2001. (B)(4).